Manufacturer narrative:
(B)(4). A batch review on the potentially associated lot number will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by trouble draining. On the same date, the pt was hospitalized for the event. On the same date, dianeal therapy was discontinued due to the peritonitis. On an unreported date (same month as the event), the pd catheter was removed. The pt stated that some kidney function remains. The cause of the peritonitis was reported to be due to the pt not performing pd therapy for several days (dates unspecified). On an unreported date, the pt was treated with unspecified antibiotics. Two days after being admitted, the pt was discharged from the hospital. On an unreported date (same month as onset), the peritonitis resolved and the pt was recovered from the peritonitis event. Additional information is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review of the potentially associated lot number h13j19021 was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not received, a device analysis could not be completed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted.